Event description:
The treatment was with a mammosite single lumen catheter and a microselectron hdr afterloader. The plan was made with oncentra brachy. When the pt returned for f/u, the wound was not healing. The pt was sent to a plastic surgeon where they excised the area and sent it to pathology. The pathology report came back as radiation necrosis. After the pathology report findings the user looked over the plan and discovered the error. When the user was planning, he did not choose correctly start catheter reconstruction from tip end versus connector end. The result was that the dose was delivered to the tip of the applicator which caused it to miss the target.

Manufacturer narrative:
A training was performed to train hosp staff. The hosp introduced a qa check to check on the correct reconstruction.